Manufacturer narrative:
A follow-up report will be filed if more info becomes available.

Event description:
It was reported that the md inserted a sheath via the pt's femoral artery while in the or. The iab was prepped per instruction; however; the iab unwrapped prior to insertion. The md requested another iab, and the same unwrapping occurred. As a result, the md used a third iab to complete the procedure. There were no reported pt complications.